Event description:
The clip applier does not clip tight enough for the clips to stay in place. A second handpiece was opened to complete procedure. Manufacturer provided return goods authorization and product return packaging.